Manufacturer narrative:
(B)(4). Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery. The device is not available for analysis.